Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 7084992.

Event description:
It was reported that the patient developed infection at the lead site. Symptoms of severe back pain and trouble urinating were noted. Infection was not device nor procedure related and the caused was unknown. The patient underwent an explant procedure and the explanted components were not returned as they were kept by the facility.